Event description:
A femoral cannula contained in fem-020 percutaneous access kit, was discovered prior to use, having a cracked 3/8" straight connector. The unit is being returned and event will be further evaluated at that time.